Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with the inratio2 meter. Results as follows: date: (B)(6) 2013, inratio results: 0.9, 3.4, time between testing: 10 minutes. Pt's therapeutic range is 2 - 3.